Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited probe unit acoustic lens had been damaged with a missing part and the nozzle was clogged by a black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the nozzle had been clogged with a black, rubbery material because the facility returned the device to olympus without completing reprocessing, leaving foreign material in the nozzle. Additionally, acoustic lens (ultrasound transducer) was damaged, with a missing part, a definite cause for the event could not be identified. The event can be prevented by following the instructions for use which state: we checked the instruction manual at the time of product shipment and found the following chapters for reprocessing. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.